Event description:
The customer reported the system displayed a communication error. The field engineer reported this resulted in a system lock up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.